Manufacturer narrative:
(B)(4). Concomitant medical products: stent: xience v 2.5 x 15 mm; aspirin, clopidogrel. There was no reported product deficiency and the product was not returned. Restenosis is a known adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2010, the patient experienced a myocardial infarction and underwent a xience v stenting procedure in the right posterior descending artery with one 2.5 x 15 mm stent and in the mid right coronary artery with one 3.0 x 23 mm stent. On (B)(6) 2010, the patient was hospitalized and underwent percutaneous coronary revascularization with a promus 3.0 x 18 mm stent in the mid right coronary artery for proximal stenosis. There was no in-stent restenosis in the xience v stent noted. The patient condition resolved and the patient was discharged on (B)(6) 2010. There was no reported adverse patient sequela. There was no additional information provided.